Manufacturer narrative:
The reported event was confirmed by CAPA association. The failure (balloon not deflation) could not be reproduced, however, opportunities for improvement were identified, such as tool wear of the notch puncher, no preventive maintenance to verify the correct functionality of the puncher knife, lifetime for knife and replacement control, incorrect positioning of the shaft into the punching machine, manufacturing procedure does not address visual aids as support for production operators, detection/control method is not enough for failure detection. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Labelling review was not performed as complaint was addressed by existing CAPA. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that it was difficult to deflate the catheter balloon during the pretest.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that it was difficult to deflate the catheter balloon during the pretest.